Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, two sutures were found in the one sleeve of the packet. It was discovered immediately upon opening the packet.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. A visual inspection found that the sample is empty. The packaging of the returned sample was found to meet quality release specifications after application in the clinical setting and due to the received empty sample, the reported condition was not confirmed. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.